Manufacturer narrative:
Investigation summary: three photos were provided for evaluation. All the photos have an area circled with permanent marker where the embedded foreign matter was identified. The embedded foreign matter is identified as burnt plastic. Based on the photos provided they are of a size that is acceptable. Level 2 or smaller. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Before the packaging process at our bd (B)(4) facility 100% inspection is performed; all these units were packed since they all comply with the specification. Investigation conclusion: this is the 1st complaint for lot # 9308866 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Rationale: CAPA not required at this time.

Event description:
It was reported that foreign matter was discovered embedded in syringe with a bd syringe 30 ml ll tip conv pak. This occurred on 17 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that during inspection syringes had embedded material.